Event description:
A call was received through technical services reporting the impedance had risen from 500 ohms to greater than 2000 ohms. Four inappropriate shocks were noted. The lead was partially removed, and replaced. No further patient complications were reported as a result of this event. Lawsuit alleges the patient suffered physical and other injury as a result of the recalled lead. Patient suffered a series of injurious shocks caused by the defective lead wire and underwent surgery to cap the fractured lead. Patient has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish. Plaintiff has suffered physical injuries and various physical manifestations of emotional distress associated with one or more of the following: the implantation, recall, failure, removal/replacement, and/or inability to have the defective sprint fidelis lead removed or replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; proximal segment was returned for analysis. Performance data from the device showed varying impedance and noise. Ventricular weekly min/max impedance values were consistent until the week ending (B)(6) 2007. The max value that week was 936 and this max value increased from then on until 2000 the week ending (B)(6). The lifetime sensing integrity counter is 64,479. A high value of this counter can indicate a potential intermittency in the system.